Event description:
The facility rep reported a fail code 570 before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital rep stated that there were no reports of pt injury or medical intervention. No additional information is available.